Event description:
Consumer reports low readings, especially in the am. Analysis run on clark error grid using mean avg. Reading (58) vs. Bd readings (37, 78) yielded data points in the d range of the grid, outside acceptable limits.